Event description:
It was reported that the patient was hospitalized due to shortness of breath. It was reported that the device settings were decreased; however, it was not known if this resolved or improved the patient's shortness of breath. It was reported that the shortness of breath started three days prior after device settings were adjusted to previous settings. The patient's treating neurologist does not believe that the shortness of breath is related to vns therapy; however, a cardiologist at the hospital evaluated the patient and is concerned that the device may be stimulating the patient's phrenic nerve. The patient's pharmacist reported on (B)(6) 2013 that the patient was hospitalized due to the patient experiencing fluctuations in heart rate following device setting adjustments. The pharmacist reported that the patient's heart rate increases when the patient stands up and decreases when the patient lies down. The pharmacist reported that the treating neurologist does not believe that the heart fluctuations are associated with vns therapy. Additionally, the pharmacist indicated that the patient's device was programmed off approximately a week prior to see if this would help, but that the patient's symptoms have continued. (B)(6) 2013 the patient's aunt reported that the patient has been having problems breathing with stimulation. The patient's aunt indicated that the treating neurologist does not believe the difficulty breathing is related to vns therapy and that the neurologist will not discuss this with the family and that they are becoming concerned. Attempts to obtain additional information have been unsuccessful to date.

Event description:
The physician reported that he believes there is no relationship of the shortness of breath and fluctuations in heart rate to the vns therapy. The shortness of breath and fluctuations do not occur with device stimulation. The physician noted that the vns was programmed off and the patient experienced a change in symptoms and that now the vns therapy is back on and the patient is doing well. The physician noted that the patient did not have a medical history of shortness of breath prior to vns therapy. The patient was seen by a cardiologist and did not have any clinically significant arrhythmias to the physician's knowledge.